Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their physician informed them that there was an issue with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.